Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that damage occurred near the foley catheter inflation valve. The use of the product was discontinued due to the occurrence of the event during the pre-test.

Manufacturer narrative:
The reported event was confirmed cause unknown. Photo: received (4) photo samples. All photo samples showcase an overview of a 3-way catheter. Visual evaluation of the returned sample noted the inflation cap/inflation port was disconnected. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that damage occurred near the foley catheter inflation valve. The use of the product was discontinued due to the occurrence of the event during the pre-test. Per follow up information received via ibc on 04jul2025, stated that the damage was near the inflation valve.